Event description:
The customer reported that the device failed to deliver a shock with pads and while switching over to paddles, the user received a shock. There was no negative impact to patient or user.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to deliver a shock with pads and while switching over to paddles, the user received a shock. There was no negative impact to patient user. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.